Event description:
Customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level, which was within the normal range. Technical support instructed the customer to perform troubleshooting steps, but the pump still did not turn on, leading to the decision to replace it. Meanwhile, the customer opted to use manual daily injections as backup therapy to ensure continued insulin delivery. A replacement pump was arranged, and the customer was guided on preparing the pump for return with a pre-paid label.